Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up check. Upon interrogation, multiple high ventricular rate episodes were recorded due to lead noise. Lead parameters are stable and within limit. Isometric and deep breathing tests were performed, and no noise were able to be reproduced. Programming change was made. No plan for lead revision as lead parameters are stable. There were no adverse health consequences to the patient